Event description:
Report received of an over-delivery of natrecor due to an operator error in programming the device. The pt was to receive natrecor 1.5mg/250ml at 9.5ml/hour. It was not known if the pump was programmed in the dose calculation mode or ml/hour mode. The pt reportedly received 218.3ml of the medication in an unspecified short period of time. The customer contact reported that the event was "most likely" the result of an operator error in programming the device. The pt reportedly had an elevation in bun and creatinine levels, which have subsequently returned to normal. The exact lab values were not specified. There was no long-term effect to the pt. Though requested, there was no additional info available.